Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5mm x 20mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery. After pre-dilatation was performed with a 2.50 x 15 nc emerge and 2.50 x 20 emerge balloon catheters, a 2.50 x 20 synergy¿ drug-eluting stent was advanced. The lesion was calcified and there was a significant bend of >45 degrees. They removed the stent and found the proximal of the stent was deformed. The procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent followed by post-dilatation with a 2.50 x 15 nc emerge balloon catheter. No patient complications were reported and patient's status was stable.